Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. (B)(4).

Event description:
A doctor reported that knife blades originating from the custom pak have been blunt during surgery. Patient impact information is unknown. Additional information has been requested.

Manufacturer narrative:
Two opened knife samples were received by mfg. The samples were examined per facility procedure and were found to have damaged tips and cutting edges. Penetration and sharpness testing could not be performed due to the damaged condition of the samples. No lot number was identified with this complaint therefore, a lot history review could not be conducted. How the blade became damaged cannot be determined from the eval. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. The MFR internal ref number is: (B)(4).